Event description:
I used fixodent from 1996 until now (B)(6) 2010. I have weakness in legs and arms. The nerves on left side of face, numbness sometimes in face left side. Some sexual side effects. Dose or amount: denture cream. Frequency: once daily. Route: oral. Diagnosis or reason for use: dentures.

Manufacturer narrative:
This medwatch report is for the suspect device used in inform system 1 (lot number 551283, expiration date 07/31/2011). (B)(4). Date was transposed for the date of the event and it should be (B)(6) 2010.

Event description:
Caller states patient received results of lo (less then 10 mg/dl) on inform system 1 and 429 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in inform system 1 (lot number 551283, expiration date 07/31/2011). (B)(4).